Event description:
A report was made about the pump battery depleting too quickly. There was no adverse impact to the customer's blood glucose level. The customer declined additional troubleshooting, and no further action was required.